Event description:
A non-healthcare professional reported that during intraocular lens (iol) implantation, the lens got stuck in the cartridge and damaged haptic. The procedure was completed on same day without any contact with the patient. Additional information has been requested.

Manufacturer narrative:
The intraocular lens (iol) was not returned stuck in a cartridge as described. The lens was returned positioned incorrectly posterior side up in the lens case. Blood and solution were dried on the lens. One haptic was broken in the gusset area (not returned). The other haptic was bent in the gusset and distal area. The optic had deep scrape marks and was pressed between the posts of the lens case. The associated cartridge was not returned for evaluation. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The file indicated the use of qualified associated products. The reported "lens stuck" complaint could not be confirmed. The lens was not returned stuck in a cartridge as described. The cartridge was not returned for evaluation. The lens was returned positioned incorrectly in the lens case which caused damage to the lens. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met companies release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of blood, surgical solution, and the condition of the returned sample, the damage is most likely related to customer handling. The instructions for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic visco surgical device (ovd) filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly, causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).